Manufacturer narrative:
The subject device was not returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the preparation for use, there was flowrate intermittent error, and speed of insufflation slowed down because the device misidentified that a flow rate higher than the actual flow rate of insufflation was flowing. There was no report of patient injury associated with the event. The event date was unknown.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to local service department of olympus. Local service department checked the subject device and found that the reported phenomenon could not be duplicated. In addition, it was found that oil entered into the internal pipe due to the damage to the regulator. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. The manufacturing record was reviewed and found no irregularities. Omsc presumed that insufflation abnormality occurred due to following possible causes. The control of the air supply was not correct because the regulator was faulty. The internal board temporarily malfunctioned. Omsc presumed that the leaked oil was in the tube because the regulator was faulty. The regulator might be failed due to aging because 15 years have passed since manufacturing.